Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter phone number as reported: (B)(6). Section a: additional patient information cannot be provided due to personal data privacy legislation/policy no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced epicardial effusion post operation. 3.2 liters were drained. The patient also had severe vasoplegia and slight right ventricle failure requiring intravenous lasix and severe epistaxis treated with cyklokapron. All these events were later resolved and the patient was noted to currently be stable at home.